Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple silicone insulation abrasions throughout the terminal portion of the ra lead which exposed the outer conductor coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. Analysis concluded the reported clinical observation of noise was likely the result of the lead damage seen by the laboratory.

Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead was exhibiting noise. No pacing inhibition or asystole was noted. Noise was able to be recreated by pushing on the pocket. The ra lead was partially abandoned approximately 13 years later due to noise and is no longer in service. No further allegations were made against the ra lead and no adverse patient effects were reported.